Event description:
User facility medwatch report received that indicates "alaris primary tubing, which was infusing intralipids, spontaneously disconnected from y site connector". Reporter was contacted and indicated that no additional event details were available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A f/u report will be submitted with any new relevant info.